Event description:
It was reported that there was far-field oversensing of the p-wave by this right ventricular (rv) lead resulting in ventricular fibrillation (vf) detection intervals. Technical services (ts) reviewed x-ray imaging and confirmed rv lead dislodgement. The patient is being referred for revision. No adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was far-field oversensing of the p-wave by this right ventricular (rv) lead resulting in ventricular fibrillation (vf) detection intervals. Technical services (ts) reviewed x-ray imaging and confirmed rv lead dislodgement. The patient is being referred for revision. No adverse patient effects were reported. Additional information received indicates the patient underwent a revision procedure, and this rv lead was successfully explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. At this time, the lead is not expected to be returned to boston scientific.